Event description:
It was reported that the video processor had a non-responsive touch panel and an e333 touch panel malfunction error. The issue was found during a therapeutic laparoscopic cholecystectomy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the problem that was reported occurred due to the design of the otv-s300 or the external inspection of the product, which can cause e333 to occur even when the product is in normal condition. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.